Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.